Event description:
Additional information: it was reported that the patient had not been seen by the clinic since (B)(6), 2012. The patient had presented with the pump granuloma in (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a granuloma. The volume discrepancies were noted to increase at each refill. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8703w, lot# l80502, implanted: 2000 (B)(6), explanted: unk. (B)(4).